Event description:
It was reported that the luer lock connector of a blood administration set broke. This occurred during disconnection at the end of transfusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available at the plant for evaluation. Visual inspection revealed that the luer lock broke inside the stopcock. The reported condition was confirmed. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.